Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface printed circuit board assembly. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's lower display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.